Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states. Preliminary analysis indicated that the reported issue already occurred with same leads, but with another pacemaker reported in the MFR report number: (B)(4).

Event description:
The patient has several noise episodes in the atrial and ventricular channel. The ventricular threshold is high - between 5.0v and 4.5v at 0.75ms. No other irregularity was observed..

Event description:
The patient has several noise episodes in the atrial and ventricular channel. The ventricular threshold is high; between 5.0v and 4.5v at 0.75ms. No other irregularity was observed.